Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was cardio-pulmonary arrest and intractable vomiting. The caller stated that the customer had kidney failure and heart failure that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death; however, emergency medical services confirmed that the customer's blood glucose was high. Prior to passing, the customer's kidney failure and vomiting were worsening, which led to both hypoglycemia and hyperglycemia. The customer had a heart attack and fell between the bed and the dresser, and he could not be retrieved until emergency medical services arrived. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. It is unknown if the customer was using sensors. The caller declined to return the insulin pump for analysis.